Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated elevated pacing capture threshold in the right ventricle lead.

Event description:
It was reported that the bipolar right ventricular lead threshold have been rising. The lead was reprogrammed to unipolar pacing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, 2003-(B)(6). (B)(4).